Event description:
While prepping for a coronary drug eluting stenting treatment procedure, the stent was found to be damaged. While unpacking the taxus express2 4.0x20mm drug eluting stent, the stent was found to be partly dilated. "The stent and the balloon didn't knit very well." The procedure was completed with another device. No pt complications were reported. Pt status is satisfactory.